Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Sc-2317-70; (B)(6). Sc-2317-70; (B)(6). Investigation results. The ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.